Manufacturer narrative:
A device service history review was performed and revealed that the device was installed in 2012 and no similar event has occurred since. Taking into consideration that customer had previously experienced same issue when plugging devices into the same power outlet, it is reasonable to assume that the root cause of the s5 shut down is a faulty electrical outlet port. Since the issue is not ascribable to any device malfunction, the event is being reassessed as not reportable. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
Livanova deutschland received a report that s5 (sn (B)(6), present case) has a complete power failure. Perfusion started to hand-crank and brought backup unit in a second s5 console (sn (B)(6)) that was plugged into same outlet and also the second s5 turned off. A third s5 console was used and plugged into another outlet outside room and was able to complete case. Perfusionist continued to hand-crank and no harm to patient occurred. There is no report of any patient injury.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. D.4 unique device identifier (UDI) number is not available for this product as it is a class ii medical device manufactured before september 24, 2016 which is the FDA compliance date to implement UDI code. H11: livanova deutschland manufactures the sorin s5 system. A livanova field service representative was dispatched to the facility to investigate the device. The (B)(6) would power up but would not switch out of ups mode when plugged into ac power. System display showed ups mode at 0% battery and 3 deep discharges. All displays on pumps and display panel would flicker and turn off/on consistently. According to livanova field service representative, the displays were ''flickering'' due to extremely low battery and system was beginning to shut down. System not repairable and parts cannot be replaced. Customer took this system out of service pmg checks revealed visible damage to (ac) power / signal cable. Customer reported they have had separate incidence prior in this same or with using same electric outlet. Customer reported also that the or in which s5 failures occurred is shut down since (B)(6) for inspection. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.